Manufacturer narrative:
The affected device was returned and evaluated. The returned r3 constrained liner components were examined visually. The purpose of this investigation was to evaluate the returned device. No destructive testing was carried out. The inner liner lock ring was received disassembled from the construct. The top face of the constrained liner had signs of plastic deformation. The signs of plastic deformation observed on the top face of the constrained liner were likely due to femoral neck impingement. This impingement, if coupled with potential high lever-out forces, may have resulted in the dislocation of the inner femoral head from the constrained liner construct. The inner femoral head was not returned therefore, no further investigation was conducted.

Event description:
It was reported that a revision surgery was performed due to dislocation.